Manufacturer narrative:
Device manufacture date - the manufacture date is 05/2010. Method: materials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells and haze/mist/vapor issues is the oil mist filter, catalytic converter, vacuum pump oil and connector. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil and oil drain bottles, catalytic decomp filter, oil mist filter, and connector were replaced to resolve the odor/smells issue. The vacuum control valve was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 02/23/2016. The vacuum pump oil was returned and visually inspected. The vacuum pump oill was discolored, indicating oil saturation and contamination. The reason for return is confirmed. The catalytic converter was returned and tested. The catalytic converter exhibited a mist and haze. The reason for return of the catalytic converter was confirmed. The oil mist filterr was returned and tested. The oil mist filter exhibited a mist. The reason for return of the catalytic converter was confirmed. The connector was returned and visually inspected. It was noted a compression ring was cracked and brittle. The reason for return of the connector was confirmed. The vacuum control valve was returned and tested. The vacuum control valve passed testing. The reason for return of the vacuum control valve was not confirmed.

Event description:
A customer (asp trained biomed) reported an event of an "oil smell" and "oil mist" (haze) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.